Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, associated reports: 0001825034 - 2021 - 01058.

Event description:
It was reported that the arcos cone body has snapped in patient. Clear fracture across the cone body above the taper junction site. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 correction: the unknown femoral stem was determined to contribute to the event based on the returned unknown screw. Visual inspection found the cone body to be assembled with the associated head and an unknown screw. Both the cone body and the screw are fractured. Scratching and tool marks were observed on the neck. The fractured piece of the cone body has been cut lengthwise. Scanning electron microscope analysis of locking screw fracture on arcos cone body sample showed that it fractured due to fatigue. Part and lot identification are necessary for review of device history records, neither were provided for the unk stem. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The unknown femoral stem was determined to contribute to the event based on the returned unknown screw. No further event information available at the time of this report.